Event description:
The patient reported being unable to activate a new pod due to repeated omnipod controller application errors. While attempting to activate the pod, she received the error message ¿pod setup incomplete. Please download the application.¿ she further reported receiving repeated pod communication error messages and noted that she was not presented with options to discard the pod or retry activation. The patient attempted troubleshooting, including repeated login attempts to podder central that failed due to username/password errors, as well as multiple controller restarts; however, she was unable to activate the new pod. She reported subsequently presenting to the emergency room (ER) to try "to get her sugar down" and was treated in the ER with insulin. No specific bg values were provided. She remained in the ER for approximately 14 hours and was discharged the same day. Following the ER visit, the patient was able to successfully perform a factory reset of the controller, reconfigure her therapy settings, and resume omnipod use.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported controller communication failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
In the case description, the user mentioned being unable to activate a new pod due to repeated omnipod 5 application errors. Review of the android log files downloaded from the returned controller found that the engineering log files from the date of occurrence were overwritten due to continued use of the system. Review of the audit log files found that the first entries were for first-time setup in the evening of (B)(6) 2026. The first pod was not attempted to be activated until (B)(6) 2026. The controller serial number in the application did not match the serial number on the back of the controller, confirming that a reset of the controller occurred on (B)(6) 2026 after the reported event. No information about the reported event could be obtained from the available logs and no omnipod 5 application errors were present in the available logs. Testing of the functionality of the returned controller found no issues with the ability to activate a pod and send commands. No omnipod 5 application errors or general pod communication errors were encountered during testing. The exact cause of the reported app errors and communication errors could not be determined.